Manufacturer narrative:
Lot # 18h027, 18j023, 18k033. Six single-use devices were received for evaluation. For one device, visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. For five devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. Further visual inspection was performed and the bladders were found to be completely intact. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the five returned devices. The devices were found to be conforming product. One photograph was also received for evaluation. Visual inspection of the photograph revealed a ruptured bladder. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. One companion sample was also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No signs of a rupture were observed. A functional test was performed by filling the device with water. No signs of a rupture were observed during or after filling. The reported condition was not verified. The returned companion sample was found to meet specification. A batch review was conducted for lots 18h027, 18j023, and 18k033 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 10 </noe> malfunction events. It was reported that the bladders of ten small volume folfusors ruptured. Nine of the bladders ruptured during filling, and one bladder ruptured after filling. There was no patient involvement. No additional information is available.